Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. It was analyzed and no anomalies were found.

Event description:
It was reported that during the implant attempt, the helix of the right ventricular (rv) lead would not deploy during placement. The lead was removed from the patient and tested on the table, where it took over 25 turns before the helix finally popped out. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.